Event description:
It was reported that during a da vinci si surgical procedure, the cable from the cobra grasper instrument was identified to be frayed but not completely separated. No missing or fallen pieces were reported to have fallen into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the grip cable was frayed at the instrument's wrist. The frayed segments were various in length. No damage was found on the pulley or distal clevis hub. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.